Manufacturer narrative:
D10 concomitant medical products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic colon resection, after loading the cartridge the jaw region was closed to confirm the connection. An excessive force zone appeared on the screen. The device was rebooted, and the same error message error appeared. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that there were a number of abnormal strain gauge readings during use, leading to the excessive load screen being shown and other functional issues. It was reported that during a laparoscopic colon resection, after loading the cartridge, the jaw region was closed to confirm the connection, but an excessive force zone appeared on the screen. The reported issue was confirmed. The most likely cause was not traced to the reported device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.